Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 22, 2019 that a genesys hta procedure set was used in a hydrothermal ablation procedure in the uterus performed on (B)(6), 2019. According to the complainant, during the procedure, the physician noted that the sheath was bent and the scope would not fit in. The procedure was completed with another genesys hta procedure set. There were no patient complications reported as a result of this event.